Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms or no failed battery noted during testing. The device powered up properly after the battery installed. The device was received with operating currents within specification. The device had cracked case at display window corners, reservoir tube, cracked reservoir tube lip, cracked lcd display window, minor scratches on display window, and broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. The customer was unable to clear the alarm and stated that none of the buttons were working. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer also received a battery out limit alarm after changing out the battery. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.